Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen intermittently displayed a "dark purplish" backlit screen several times while customer was in the process of interacting with the touchscreen. Customer cleared the screen by pressing the wake button to turn off the screen, and when wake button was pressed again, the issue resolved. Customer's blood glucose was 153 mg/dl. Customer reported during follow up the next day that the issue had not recurred.